Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at display window corners and battery tube threads.

Event description:
It was reported that the screen of the insulin pump was cracked. The insulin pump had not been dropped or bumped. Pressure may have been applied to the screen during sleep. The blood glucose reading was 4.2 mmol/l. Nothing further was reported.